Event description:
It was reported that this inflatable penile prosthesis (ipp) pump has not been functional for a while, as the pump was not able to inflate the cylinders. These anomalies led to a surgical intervention. During the procedure, the pump was removed and replaced. No patient complications were reported.